Event description:
A report trochanteric nail was implanted for a hip fracture. Prior to closing the pt, a femur fracture was noted at the end of the implant. The short nail was removed and replaced with a long nail. Surgeon believes fracture occurred during surgery not prior to surgery.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.